Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic paraesophageal hernia procedure, the instrument tightened up and the tech could not reload it after several uses. The jaws would not open completely after several reloads. There was no issue with squeezing the handle. There was no patient injury.